Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor attempted to deploy the angio-seal device. He followed the proper steps, however when he retracted the system the anchor did not catch the inferior portion of the vessel and as a result the entire system was pulled out via the tissue track. The account cut the system apart to ensure all components were located ex vivo. The suture, anchor and collagen were confirmed to be in the sheath and manual compression was used to achieve hemostasis. The patient was in stable condition and the procedure was successful. Additional information was received on 16jul2020. The procedure performed was a neuro coiling using a 6fr procedural sheath.